Event description:
It was reported that a hole or a scuff mark was observed in the center of an intraocular lens (iol) once it was implanted in the patient's operative eye. The doctor cut the lens out and replaced it. No further information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Returned to manufacturer on jan 18, 2022. Section h3: device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut (not separated), which is consistent with a lens handled during removal. The lens was cleaned and the damage was observed on the optic. Based on the return condition of the lens, no further evaluation could be performed. The complaint issue was confirmed, but can be attributed to handling during loading and insertion and cannot be confirmed to be related to manufacturing, and therefore no product deficiency could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed one additional complaint folder was received for this po. However, complaint issues reported are not related. Therefore, no escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a hole or a scuff mark was observed in the center of an intraocular lens (iol) once it was implanted in the patient's operative eye. The doctor cut the lens out and replaced it. No further information was provided.

Manufacturer narrative:
Patient age, weight and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review, it was noted that section h6 was addressed inappropriately in the initial MDR. Therefore, this supplemental filing is to correct section h6: health effect - impact code to 4631 as lens was removed and replaced in the initial surgery. The following section has been updated accordingly: all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.